Manufacturer narrative:
Unit passed displacement test, rewind, and basic occlusion test. Unable to prime during prime test due to faulty force sensor resistor. Motor was tested outside the device and passed. No motor error alarm noted. Cracked caseon lcd display window corners, cracked reservoir tube, scratched lcd window, and missing end cap sticker noted during visual inspection.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 270 mg/dl. Troubleshooting was able to resolve the issue. The device was returned for analysis.